Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos.) It was also reported that during dialysis, the device sensitivity was moved up to max and that the twos hasn't really changed much since pre-dialysis. It was further reported that the patient was admitted and it was deemed that electrolyte imbalance secondary to renal failure was the cause of the twos. The patient was monitored and discharged without further complication. The lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.